Event description:
Procedure: laparoscopic colecystectomy. Reportedly, a blue piece 1cm long came out of the trocar into the abdomen and was visualized through the scope. Blue piece was removed from the abdomen. No pt injury reported.